Event description:
The hospital reported that during a CABG on (B)(6) 2026 the surgeon experienced a bent/detached heating wire within the vasoview hemopro 2 jaws. The harvester reported it occurred towards the latter half of his harvest and that the leg was fairly challenging, he was able to finish the case with the same hp2. This caused a very minor case delay of approximately 2 minutes. No patient harm. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No additional incisions or procedures required due to the reported failure

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.